Manufacturer narrative:
(B)(6). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a frayed lanyard. A functional evaluation revealed jammed motor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include excessive/improper force to remove the cap from the connector. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the signal line of the cable was broken. No case involved. Results of investigation have concluded that the motor jammed and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.